Manufacturer narrative:
The device was received for evaluation. A visual inspection with naked eye was performed with no issues noted. Functional testing, including leak testing, clear passage testing, and clamp function testing, was performed with no issues noted. The reported issue was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter city is in (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of the transfer set was damaged and it resulted in a leak during use at the patient¿s home. The transfer set was replaced as a result of this event. There was no patient injury or medical intervention associated with this event. No additional information is available.